Manufacturer narrative:
The tracker was returned to the manufacturer for evaluation. After visual/physical examination and functional testing it was observed that the instrument was not tracking. The returned tracker had a small cut in the cable jacket. There was no internal wires exposed. When connected to a known good system it was found that all three coils were dead. The cord was replaced and the system was working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in functional endoscopic sinus surgery (fess). It was reported that the system was working as intended but then after about 10 minutes the system could not recognize. The tracking view was not indicated on the screen. Another tracker was recognized, and a backup product was indicated. The procedure was resumed via registration again and completed with no issues. There was less than an hour in delays and no impact on patient outcome.